Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was 138 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no weak battery alarm and failed battery test noted.